Event description:
This device was returned with documentation from biotronik rep. Per documentation, this lead was removed due to high shock impedances. This lead was replaced with another linox sd 65/18.